Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.2 hardware: iphone13.2 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level declined to 49 mg/dl while wearing the pod on their abdomen for between 4 and 24 hours. The patient stated that they made multiple attempts to pause insulin delivery but were unsuccessful, as the insulin button appeared grayed out and inaccessible. Troubleshooting, mode function review, and basal rate adjustments were performed successfully. The agent assisted the patient and explained that the pause insulin feature is only available in manual mode, not automated mode, and walked through switching from automated to manual mode via the app menu. As treatment, the patient removed the pod and consumed orange juice.